Event description:
A report was received from thailand stating that an 840 ventilator generated error codes that rendered it inoperable. The ventilator was not in use on a patient at the time that the malfunction occurred.

Manufacturer narrative:
A covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the analog interface (ai) printed circuit board (pcb) and performed extended self-testing on the device and all tests passed. Covidien ref: (B)(4).

Manufacturer narrative:
The returned analog interface pcb (ai pcb) was received for investigation. The ai pcb was attached to a test ventilator and the ventilator failed to power up correctly. The problem was isolated to the capacitor, the capacitor was replaced and this corrected the issue. The reported customer complaint was verified. (B)(4).